Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: bd did not receive samples or photos for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Event description:
It was reported that the bd vacutainer® push button blood collection set caused a clean needle stick, a missing IV cover, and a retraction issue where the needle failed to retract. The following was stated by the customer, "it was reported there was a needle stick (before use) and they have been experiencing needles with no hard cover on the needle and needles fully not retracting. Occurrence date is today and sometime in the past couple weeks. Only 1 needle stick occurred (today) with batch 8337584, the other times there was no cover on the needle/retraction issues the batch is unknown. It is unknown if samples are available."

Manufacturer narrative:
Medical device type: jka, fpa. Common device name: blood specimen collection device; intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® push button blood collection set caused a clean needle stick, a missing IV cover, and a retraction issue where the needle failed to retract. The following was stated by the customer, "it was reported there was a needle stick (before use) and they have been experiencing needles with no hard cover on the needle and needles fully not retracting. Occurrence date is today and sometime in the past couple weeks. Only 1 needle stick occurred (today) with batch 8337584, the other times there was no cover on the needle/retraction issues the batch is unknown. It is unknown if samples are available."